Manufacturer narrative:
(B)(4) this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient's error. The peritonitis was manifested by abdominal pain and cloudy pd fluids. On the same day, the patient was hospitalized for the event of peritonitis. It was unknown, if the patient was treated with antibiotics. Dianeal therapies were ongoing. At the time of this report the patient was recovering from this peritonitis event. On an unreported date the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). On the same day as peritonitis onset, the patient began treatment for the event with cefazolin, (ip) intraperitoneally (two grams, daily) and gentamicin, ip (80 milligrams, daily). Twenty four days later, treatment with cefazolin and gentamicin were discontinued. On the same day, the peritonitis was resolved, the patient was recovered, and discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.